Manufacturer narrative:
Additional information: patient identifier, age at time of event, gender, weight, date of implant. Based on the received medical records it was determined that device involved in the reported event is not a stryker product.

Event description:
The surgeon reported that he revised an exeter stem with a ceramic head and a poly liner. The revision was undertaken for osteolysis confirmed via CT scans. The surgeon reported that he noticed 'potential debris' during the procedure. He was questioning whether this debris was due to wear of the ceramic head on the poly liner and if zirconia in the ceramic has caused this. A sample of the debris will be analysed through hospital lab.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The surgeon reported that he revised an exeter stem with a ceramic head and a poly liner. The revision was undertaken for osteolysis confirmed via CT scans. The surgeon reported that he noticed 'potential debris' during the procedure. He was questioning whether this debris was due to wear of the ceramic head on the poly liner and if zirconia in the ceramic has caused this. A sample of the debris will be analysed through hospital lab.